Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that when he removed the sensor from his body the cannula was shorter than it should have been. The patient's blood glucose at the time of incident was 117 mg/dl. The sensor cannula was also bent. The sensor was returned and replaced.

Manufacturer narrative:
A visual inspection was performed on one opened and used enlite sensor found the sensor cannula was retracted inside of the sensor base. No broken cannula was found during our analysis; unable to confirm if the customer received the sensor in said condition due to the sensor was returned opened and used. The sensor was returned without the insertion needle unable to confirm the insertion needle complaint.